Event description:
The following has been reported: biomed reported: won't charge even when switching charger brackets; will not turn on. Also pushed the pins on the pump back to see if that was an issue. No report of patient harm or any active infusion being stopped. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: electrical hardware failure (power train). The device was received back for investigation. During the investigation, it was confirmed that the pump wouldn't charge or turn on. It was discovered during internal investigation that this device shows signs of fluid ingress throughout the inside of the pump. Contamination was not spotted at the set ID seal but appears to have been kept outside the device by the set ID. Ingress point was identified only at the lcd screen due to poor rtv seal. Reporting due to referenced issue. No adverse effects were reported.